Manufacturer narrative:
A service history review was conducted. The report indicates that no service history review can be performed as this is a lot controlled item. The manufacture date of this item is 4-nov-2003. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. Additional evaluation was conducted. The report indicates that the customer reported the needle of the depth gauge broke off. The repair technician reported worn out parts as the reason for repair. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit on 3-mar-2015. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the sales consultant to the service and repair dept that the needle of the depth gauge broke off from the base of the depth gauge. It broke when the sales representative was inspecting it. The tip is rounded off of the screwdriver. The surgeons complained about it during the surgery and used a back-up successfully with no issues or harm to the patient. There were no reports of a surgical delay. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device instrument and is an is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A service history review has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: one of each of the following was received: depth gauge (part # 319.006 / lot # 4672355 / mfg. Date: 11/2003). The returned depth gauges shows light use during its 11+ year lifespan. The hooked needle on the device is broken off at the base of the black body and was returned. The depth gauge is part of 2.4 mm variable angle lcp distal radius system and is used to measure the depth of the holes for the 2.0mm/2.4mm screws to ensure the correct screw length is used during the procedure. The information is provided per the 2.4 mm variable angle lcp distal radius system technique guide j8301-I. The damage appears to be the result of excessive weight being placed onto the needle during sterile processing and does not appear to be the result of normal use. The returned screwdriver is in good condition. The holding sleeve was not returned. The distal hex tip is worn and slightly stripped, and there are numerous chips/gouges in the handle. The damage appears to be the result of use over the life of the device (9.5+ years). A visual inspection, functional test, complaint history review and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.